Manufacturer narrative:
(B)(4). Evaluation summary: the device passed homechoice return instrument test / evaluation (rite) electrical test, but failed rite functional test due to volumetric accuracy exceeded limits. The assignable cause was determined to be piston foams disintegrated.

Event description:
During the evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. There was no patient involvement.